Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up #1 narrative: this supplemental report is being submitted to provide additional event information), provide the date new information was received, and update the patient code. . Additional information was received and it was reported that there was no patient or user injury reported as the system was used as a demo. Follow-up #2 narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: during the investigation, the cause of the intermittent lockups during exam was due to rc board related memory access violation. The solution of issue was to implement a software patch in software release va10c. This issue can be happen intermittently after pushing the freeze key during reviewing, not during the exam. Follow-up #3 narrative: this supplemental report is being submitted to update this report with the correct implementation solution. The implemented software version was changed from va10c to va10e.

Event description:
It was reported that there was an intermittent orchid crashes/lock-ups during exams. No additional information was provided. We are in the process of collecting patient outcome information, but due to our commitment to the FDA, we are filing upon discovery of the potential adverse event before we have received patient outcome information. Unfortunately, due to the aware date, this information is not readily available and we are making every effort to obtain this information. Should we receive further information in regards to this event, we will file a follow-up report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide the date new information was received (see section g4), and update the patient code (see section h6).

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted on 10/19/16. Additional information was received and it was reported that there was no patient or user injury reported as the system was used as a demo.

Manufacturer narrative:
This supplemental report is being submitted to update this report with the correct implementation solution. The implemented software version was changed from va10c to va10e.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation, the cause of the intermittent lockups during exam was due to rc board related memory access violation. The solution of issue was to implement a software patch in software release va10c. This issue can be happen intermittently after pushing the freeze key during reviewing, not during the exam.